Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 ra lead, implanted (B)(6) 2008. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) impedance. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.